Manufacturer narrative:
One 120803f catheter was returned without the packaging for evaluation. The balloon and balloon windings were visually inspected and the balloon latex was discolored and the spring tip stretched. There were no missing components. This condition may occur when a pull force of 0.7 lbs on the inflated balloon (per IFU) has been exceeded. The balloon inflated and deflated even with the spring tip stretched in pre-deco examination. The catheter body was found to be in good condition. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon would not deflate before use. No patient complications were reported.